Manufacturer narrative:
The insulin pump was received with frozen screen and a constant audio alarm due to moisture damage electronic assembly. The pump was unable to perform any test due to frozen screens. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of an audio beep anomaly and frozen screen from the insulin pump. The customer's blood glucose reading was 200+ mg/dl. The customer stated that the constant tone happened after the pump was dropped. The customer stated that the alarm did not clear successfully by pressing the escape and act buttons. The customer was advised to insert a new battery. The customer stated that the constant tone and alarm disappeared. The customer was advised to monitor the pump.